Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported thrombus in the outflow cannula could not be confirmed based on the provided information. The patient remained on heartmate ii lvas, serial number (B)(6), until they passed away as reported under MFR #: 2916596-2025-04464. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of heartmate ii lvas, including thromboembolic events. Section 6 of the IFU ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of thrombus in the outflow cannula. The thrombus in the outflow cannula was found on (B)(6) 2019. At the time of the event, the patient experienced symptoms of chest pain with no increase in power or low flows. The patient was treated with heparin drip. The thrombus was unable to be visualized in later scans.